Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: l2+.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 575 mg/dl while wearing the pod between 36 and 48 hours. The patient reports after administering manual injections of insulin their blood glucose level had not decreased. The patient was taken by ambulance to the hospital. Once at the hospital the patient was treated with intravenous fluids and insulin. The patient was in the hospital for 2 days. After this event upon removal of the pod the patient reports the cannula was dislodged from the pod infusion site. The patient applied a new pod and continues glucose monitor.